Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of the device turning on and off was able to be confirmed and reproduced. Evaluation switched the front cover assembly with a good known display for trouble shooting and the unit continued to power cycle. It was determined that the ui pcba required replacement for repair. The case halves were opened for further inspection of unit; there is evidence of fluid ingress and the dried fluid was able to be cleaned. The reported condition was verified. The cause of the reported condition was a component failure (ui pcba). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump turns on and off during an unspecified process step. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.